Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range pacing impedances. The patient was brought into the clinic and all lead measurements were within normal limits however isometrics induced some noise. It was reported that the patient had a generator change in january. Boston scientific technical services (ts) noted that the clinical observations could be due to a connection issue. No adverse patient effects were reported. No intervention is planned and the patient will be monitored. As of today the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.